Event description:
It was reported that during a procedure the radiofrequency multigen generator was getting errors. The case was completed with an hour delay. There were no reported adverse consequences or medical intervention.

Manufacturer narrative:
The contract manufacturer was not able to confirm the reported event.

Event description:
It was reported that during a procedure the radiofrequency multigen generator was getting errors. The case was completed with an hour delay. There were no reported adverse consequences or medical intervention.